Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the actual reservoir volume was more than expected. The hcp's office felt that it was excessive. The actual volumes were not reported. The event date was not reported. There were no environmental, external or patient factors that may have led or contributed to the issue. The office read the pump logs at a refill in (B)(6) 2017 and nothing was seen. No interventions were taken to resolve the issue. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Additional follow up indicated that the volumes noted during the refills were within specification. -review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative. It was reported that the volume discrepancy was first noticed on (B)(6) 2017. The volumes at that refill were: arv = 5.2 ml, erv = 2.2 ml. At the refill on (B)(6) 2018 the volume were : arv = 7.0 ml, erv = 2.3 ml. No actions were performed to resolve the issue other than reading the pump logs. The cause of the discrepancy was unknown. The patient stated the pump was providing good pain control. It was unknown if any further actions would be taken. The patient's weight was provided. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer's representative on (B)(6) 2018. It was reported that the cause of the volume discrepancy was not determined and no further action was taken regarding the event. No further complications were reported.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-mar-21. It was reported that the cause of the inability to aspirate the catheter was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-nov-01. It was reported that the patient continued to have more than expected in their reservoir at refills. On 2018-(B)(6) the expected volume was 2.3cc and the actual volume was 6.6cc. On 2018-(B)(6) the expected volume was 4.2cc and the actual volume was 8cc. On 2018-(B)(6) the expected volume was 2.7cc and the actual volume was 8cc. The representative was going to see the patient on 2018-(B)(6) to read the pump logs. No further complications were reported.

Manufacturer narrative:
Product ID 8709, lot# j11048r26, implanted: (B)(6) 2002. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6) 2019. It was reported that a catheter port access was attempted and the doctor was unable to aspirate from the port. A catheter revision was going to be scheduled in the future. No further complications were reported.